Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx2 bifurcated and aortic extension in 2018. Recently during a 1 month follow-up the patient was presented with a type 1a endoleak. As of the date of this report there have been no additional patient sequelae reported. No date for an intervention procedure has been scheduled. The patient's status is unknown and no additional information was provided.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a 1a endoleak. This event is most likely user related due to the off-label label neck anatomy at the time of initial implant. In addition, a type 2 endoleak (anatomy related) was noted at time of time of implant. Procedure related harms of this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.